Event description:
A user facility reported to olympus that when the device was "plugged in, it only gives a black or blue screen." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. However, the device was received in a condition that did not allow for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and because a device evaluation was not conducted, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.